Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 503 mg/dl, which was treated with a bolus. Blood glucose level at the time of the call was 491 mg/dl. Troubleshooting did not show that the insulin pump was malfunctioning. The device was not replaced or returned for analysis.